Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported a empty cartridge alarm occurred. Customer's blood glucose (bg) level was over 500 mg/dl and the customer experienced high ketones. Customer alleged that the increase in bg level was due to the pump not performing insulin delivery. The customer addressed the high bg level by administering manual injections and continued to use manual injections for insulin therapy.